Event description:
It was reported at the conclusion of an electrophysiological diagnosis procedure in the left ventricle, the ensite array catheter was unable to be removed through the introducer. When the physician was attempting to remove the ensite array catheter from a 10f fast-cath introducer he noted it was "blocked" and could not be removed through the introducer. The physician decided to remove the ensite array catheter and the introducer at the same time through the femoral artery. The pt was noted to have a larger access site at the puncture of the femoral artery due to removing the associated devices together. No adverse consequences were noted.

Manufacturer narrative:
(B)(4). Visual inspection revealed the braid wire had mushroomed. The distal end of the introducer sheath was flared and folded backwards at the tip end. The catheter's expansion profile was brought to the highest point and brought back down to the lowest point with the exception of the mushroom shape braid wire which did not expand normally. The balloon was inflated and deflated with no anomalies were observed. The 10f fast-cath introducer sheath did advance over the straight portion of the braid wire; however, did not advance over the mushroom shaped distal end, which explains the cause of the flared tip end of the sheath. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification of this event is consistent with operational context as device performance was limited due to anatomical/procedural factors.